Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. No hints for a deviation of the delivery accuracy were found. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was slightly contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to en 60601-2-24 was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): over infusion: pump seems to be infusing fluids quicker than displayed in main menu. Had 20ml of chemotherapy in burette at 07:40am - rate set at 2.2 ml/hr. At 09:40 burette was empty, however, pump still displaying 15.27ml to be infused over 6.53 hours. Pump was last tested 04/14. IV line was (B)(4) lot 4a273400b4. A similar incident occured with other pump ((B)(4)), however, no actual details or documentation available. This pump was last tested (B)(6).

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow up report will be provided when the examination results are available. (B)(4).